Manufacturer narrative:
Additional information provided in d.10., e.1., h.3., h.6., and h.10. The system was examined and the reported event was not able to be confirmed or replicate any system nonconformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a thick flap. New information was received. Flap procedure was completed. There are two related reports for this facility. This report addresses the 95/128 flap thickness and another manufacturer report will be filed for the fellow eye.